Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that, per the caller, the patient had reported their ins was not working and they did not have a programmer. The caller did not have any further details as to what "not working" entailed, and they were not with the patient. The caller was redirected to the national answering service (nas) to page a manufacturer representative to attempt to interrogate the ins. MRI considerations were reviewed if the representative was unable to interrogate the ins. There were no patient symptoms or further complications reported at this time.